Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary frequency and urgency, urge incontinence and scarring. A partial excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced urinary frequency and urgency, urge incontinence and scarring.